Manufacturer narrative:
An event regarding crack/fracture involving a alumina v40-femoral head 32mm, +4mm nk was reported. The event was confirmed through visual inspection of photos provided. Method & results product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted femoral head with the trunnion fractured from the full exeter stem still inserted in the taper. Failure mode was described by the event description is confirmed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow- up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken trunnion on exeter 37.5mm no 3 stem. Patient was revised.